Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero microbore extension set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that when disconnecting trifuse noted that connector piece was cracked and completely broke off when removed.

Manufacturer narrative:
One sample model mz9266 was returned for investigation. The set was examined for defects and abnormalities. The spin collar on the male luer was not returned and separated from the tubing. No other defects or abnormalities were observed. No damage was seen on the male luer. The customer complaint was verified. However, without the spin collar a definitive root cause could not be determined. A probable root cause based on the description of events from the customer is that the alcohol caused the spin collar to become brittle and crack.